Event description:
The customer reported the sys shut down during a pt case. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The circuit breaker was replaced during the svc call. The sys was found to be working as intended and put back into svc.